Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with device showing alert on non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made; device remains implanted.